Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the video output issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hrsv was analyzed and found to boot up with no vision in the left eye.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the surgeon side console (ssc) had no video in the left eye. The technical support engineer (tse) reviewed the logs and found no errors. Prior to calling, the customer power cycled the system and the issue remained. The customer checked the blue fiber cable for a blue led indicator, and it was good. The tse suggested to do a hard power cycle of the surgeon console. The customer completed the case with a second surgeon side console (ssc). The procedure was completed as planned with no reported injury.